Event description:
It was reported that there was a "skin event" caused by the forehead probes.

Manufacturer narrative:
The sensor involved in this event was not returned for eval by the customer. A label review was conducted including direction for use (dfu). Per the direction for use, the sensor site needs to be assessed frequently for signs of tissue ischemia, which can lead to pressure necrosis. The user was contacted and appropriate instructions and clarification was provided to augment training they have already received and to ensure the proper use of the sensor was clearly understood.